Manufacturer narrative:
Additional information: h3, h6 and h10. The device was received for evaluation. A visual inspection with naked eye of the product showed a hair-like particulate matter in the header (blood side) of the product. The particulate matter was clamped with the o-ring sealing. The reported failure could be confirmed. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter inside the cap of one unit of revaclear 400 dialyzer was observed during priming. There was no patient involvement reported. No additional information is available.